Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #unk. Additional information was requested, and the following was obtained: did the device release staples? As I remember, yes, but only partially. If yes, were the staples correctly formed? No, a large portion of the released staples remained open (right angles). If yes, was the staple line complete? No, only a very small part, less than half. Did the device cut? If I recall correctly, no ¿ nothing. If yes, was the cut line complete? No. If yes, were there problems with the cut line, e.g., jagged, dull blade, irregular, etc.? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98u9e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the resection of a lung wedge to close an air fistula, it was observed that the device suddenly stopped and could no longer be opened. To open it, the operator activated the overdrive system and opened it manually. Afterward, the stapler no longer functioned. There was no patient consequence nor surgical delay reported. No additional information provided.